Event description:
(B)(6) reported the following event: an inserter for titanium elastic nails broke during surgery. The t-handle portion of the device broke in half and came apart from the inserter. It is unknown if the event resulted in a surgical delay and the procedure was completed with a similar instrument. There was no reported patient harm and the patient¿s condition immediately after the event was reported as ¿stable.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: the complaint condition for part number 359.219 (with lot number 7791412) inserter for titanium elastic nails was likely caused by excessive hammering on the proximal end of the device or the absence of a hammer guide; however, this complaint is not a result of any design related deficiency. The 359.219 inserter for titanium elastic nails is an instrument routinely used in the titanium elastic nail system. The device was returned and reported to have broken at the t-handle during surgery. This condition is confirmed; the t-handle bolt is broken in half and has fallen out of the device. It is likely that excessive hammering or the absence of a hammer guide during surgery has led to this complaint condition. The balance of the device is in very worn and battered condition especially along the blue portion of the device. The device was manufactured in march 2012 and is three years old. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.